Manufacturer narrative:
.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain via a manufacturer representative. It was reported that there was a lack of stimulation and the implantable neurostimulator was in an overdischarged state due to a lack of charging. A power on reset was displayed. No medical interventions occurred to resolve the issue. The actions taken to resolve the overdischarge was a power on reset. The battery was depleting too fast, therefore it is unknown if the overdischarge was resolved.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the device was no communicating, they suspected a possible overdischarge. It was later noted that the patient had gone into overdischarge and they were able to wake up the device with a physician mode recharge (pmr). The power on reset (por) was cleared that day. The patient stated that they were now in overdischarge because the patient stated that the device could never hold a charge, the patient was charging every two days. It was stated that it got too much for the patient so they gave up charging. The patient was going to have a device explanted and re-implanted with a non-rechargeable device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.